Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Review of the provided data confirms the positive result for the alleged sample. This sample generated a CT at the limit of detection for the assay and this is a true positive but is low titer. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system and the cepheid genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat® system sarscov2 lod is 0.012 tcid50/ml which converts in pfu/ml to being over twice as sensitive as the genexpert. Therefore, the cobas® liat® system will detect sarscov2 when the viral load is low, while the genexpert requires a higher viral load in the sample for detection. As such, results with one assay may not be reproducible with a different assay. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received discrepant results for a patient sample using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system versus the cepheid genexpert. On (B)(6) 2021, the customer reported that they observed a sars-cov-2 positive, influenza a negative, and influenza b negative results for a patient sample generated on the cobas liat system. The same patient sample was retested on a different platform, the cepheid genexpert, and generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample was collected using nasopharyngeal and saline. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient. An investigation was performed which did not identify any product issue.